Event description:
Customer reported the tubing came apart near the pumping segment while the pt was receiving tpn. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.